Event description:
It was reported a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain and cloudy effluent. The patient was hospitalized for this event on the onset of the symptoms. The patient was treated with unspecified antibiotics. The treatment was ongoing at the time of the report. The patient discontinued pd therapy five days after the onset of peritonitis and their catheter was removed. The patient began hemodialysis eight days after the onset of peritonitis. The patient was discharged from the hospital after nine days and was reported to be recovering from the peritonitis at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.